Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the locking part of the purple clip sheared off while being applied. The sheared part was removed and no debris was left inside the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800334 was manufactured on 04/12/2018 a total of 7,770 pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. From the picture's failure mode was unable to be confirmed reported as "clip sheared off while being applied", it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73m1800098, the samples were functionally inspected, and during the inspection issue reported "clip sheared off while being applied" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. From the picture's failure mode was unable to be confirmed reported as "clip sheared off while being applied", it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect.

Event description:
It was reported that the locking part of the purple clip sheared off while being applied. The sheared part was removed and no debris was left inside the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The returned cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge was returned with two intact clips remaining in it. It was found that the two intact clips had indications of mis-molding near the hooks which could cause the hooks to break upon application. Functional inspection was performed on the intact clips that were returned in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without the hooks breaking off. Although the hooks did not break, there are indications of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There are indications of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip sheared off while being applied" was confirmed based upon the sample received. It was found that the two intact clips had indications of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the locking part of the purple clip sheared off while being applied. The sheared part was removed and no debris was left inside the patient.